Event description:
It was reported during incoming inspection that foreign substance was observed in the packaging.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Note: issue occured on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.